Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "the patient had attached soil-dwelling bacteria while doing gardening work". It was reported that the patient was hospitalized for the event. The patient was treated with clarithromycin (1gm, intraperitoneal, ongoing) and sulbactam ampicillin (1.5gm, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient had not recovered from the peritonitis event. Pd therapy was ongoing, it was not reported if the patient/ caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.